Event description:
The pt was a male. The target lesion was proximal left circumflex artery (cfx). The lesion was a de novo. The vessel was heavily calcified and highly tortuous. There was 75% stenosis. Right radial approach was chosen for the procedure. Physician assumed that delivering the cypher (3.5/13mm) might be difficult because the pt arteriosclerosis was advancing, and there was heavy calcification and high flexion. Therefore, pre-dilation with a low-pressure balloon (terumo: hiryu 3.5/15mm) was conducted and the cypher was being delivered to the target lesion, but the physician had difficulty delivering it. The physician vibrated the unit for delivery to the target lesion and the cypher was positioned for implant. While inflating the sds, the physician confirmed that the balloon ruptured because the pressure started decreasing about 10atm and blood was flowing into the inflation device during inflation. There is no indication if the stent was post-dilated. Cag was conducted and minor dissection was observed, distal to the proximal left cfx. Therefore, in order to treat the dissection, an additional cypher (3.0/18mm) was implanted distal to the initial cypher, overlapping it. There was no pt injury reported. The product was clinically used, but the product will not be returned for analysis due to the pt infectious disease.

Manufacturer narrative:
This product is distributed outside the us. However, it is similar to the us distributed drug-eluting stents. Additional info will be submitted within 30 days of receipt.